Event description:
Patient stated impedances were known before their last surgery on may 31st. Replacing the ins did not help. The leads will be replaced once a surgeon agrees to take on the case.

Manufacturer narrative:
Continuation of d10: product ID: 3998, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3998; serial#: (B)(6); implanted: (B)(6) 2013; product type: lead. Product ID: 3998; serial#: (B)(6); implanted: (B)(6) 2013; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had not had their surgery yet, it was to be determined.

Manufacturer narrative:
Continuation of d10: product ID: 3998; serial#: (B)(6); implanted: (B)(6) 2013; product type: lead. Product ID: 3998; serial#: (B)(6); implanted: (B)(6) 2013; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated their leads have gone bad and they are having to completely replace the leads. Patient stated they suspect the leads were bad when they replaced the implanted neurostimulators, but they wanted to replace the generator to make sure it wasn't an error at the generator site. Patient mentioned they spoke with a representative back in (B)(6) 2024 and they were reading impedances on everything and the reading was horrible. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they were a little out of it after surgery and didn't remember how to use the remote. A rep noted they were working with the patient and would reach out to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported patient had high impedances.

Event description:
Additional information was received from manufacturer representative (rep) who reported patient is scheduled for surgery on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3998, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Product ID: 3998, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that nothing was explanted or done yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their leads and the issue began about 2 years ago. Patient stated 4 of the 8 electrodes had impedances and they could not program around them. Patient noted they were able to program around the electrodes. Patient got a decreased amount of electrodes that worked.  The patient was redirected to their healthcare provider to further address the issue.